Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the rptr: the surgeon was using the eea xl 25mm stapler during a gastric bypass. The surgeon fired the circular stapler after connecting the orvil anvil to the main shaft of the instrument. Following application, the surgeon noticed that no staples or cutting blade had deployed. Some staples had come out of the housing however, the staples had not formed into the "b"-shaped staple. The staple legs remained straight in their original form. No harm to the pt was reported. The surgeon was able to get another stapler and continue and complete the case. The operative time for this case was extended beyond 30 mins as the hospital did not have a second stapler so the surgeon waited until a new stapler came in from another hospital.